Event description:
It was reported that the user experienced sustained hyperglycemia after two infusion sets were found with bent cannulas, leading the user to disconnect from the ilet and transition to backup insulin therapy when supplies became available. Symptoms included elevated blood glucose and risk for diabetic ketoacidosis given prolonged hyperglycemia without active insulin delivery. Outcomes included user-initiated discontinuation of pump therapy, use of fingerstick monitoring, and plan to resume therapy after obtaining supplies. Investigation included complaint intake, troubleshooting, and user education on device shutdown and emergency planning. Investigation of this case revealed infusion set cannula bending with resultant loss of insulin delivery, user disconnection from the pump, and a high glucose alert, with the precise root cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.